Manufacturer narrative:
The device was received with normal telemetry communication and was in backup mode. Product code was reloaded to recover the device from backup mode and to perform further evaluation. Electrical and mechanical test results indicated normal device functionality. Analysis of the device image indicated the device was operated in high output mode and implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, and its stability is sensitive to variations in temperature and usage. The device was implanted for 8.63 years, which exceeded its projected longevity and is considered normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up visit to the clinic. Upon review, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. The pacemaker was explanted and replaced. Upon removal, the pacemaker was interrogated successfully and determined to be in backup vvi mode. There were no patient consequences.